Event description:
Per the clinic, the patient experienced heat sensation at implant site and intermittencies to the internal device. Troubleshooting, reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.